Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) ) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the archive review and functional testing. The root cause for the (ua) 45 error was due to the driveshaft not being at the "home position". Usually, the (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was noticed that the drive shaft was found sticky, possibly attributed to wear and tear. This might have caused the customer's reported secondary issue of the lifeband getting wrapped around the driveshaft which was confirmed during the visual inspection. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The clutch plate was replaced to remedy the issue. The rattle noise noted by the customer was confirmed during the visual inspection of the device. Found a loose plastic screw post from the battery compartment as a result of physical damage indicative of user mishandling. The plastic screw post was repaired to remedy the issue. Based on the archive data review, multiple ua45 error messages were observed, thus confirming the reported complaint. During functional testing, a user advisory (ua) 45 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with the sn (B)(6).

Event description:
As reported, the autopulse platform (sn (B)(6) ) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Per a reporter, the platform was noted with the lifeband wrapped around the drive shaft, and subsequently cut. The platform continued to display the ua45 after the new lifeband was placed. The device makes internal rattling noises during reset with a new lifeband. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.